Event description:
Customer reported she had high blood glucose of 467 mg/dl and then it was 383 mg/dl, then up again. Customer removed the set and put a new one. Infusion pulled out when customer was in the restroom. Troubleshooting was performed. Customer was advised to disconnect from the device. The device support cap appears normal. No air noted in the tubing. Customer did not due manual prime troubleshooting the device was giving a bolus. No leaks noted. Settings were correct. Boluses setting are unknown, advised to speck to doctor about settings. High pressure test performed, device passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.